Manufacturer narrative:
Integra has completed their internal investigation on 03/28/2017. The investigation included: conclusion: the customer did not report the lot number or catheter ID number so a review of the device history record could not be performed. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories.

Event description:
During a web chat with an integra lifesciences customer service agent on (B)(6) 2017, the customer stated that the tip of an integra camino icp catheter came off in a patient. The customer inquired if the tip was MRI compatible. When the integra lifesciences customer service agent asked if the patient was injured and if the tip broke, the customer responded with "no. The metal sleeve on tip came off". The integra lifesciences customer service agent then tried to obtain additional information and further assist the customer by requesting which facility the customer was affiliated with and his contact information. However, the chat session ended. No further information could be obtained.